Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Investigation summary: the DHR was reviewed of the material number 391591 and lot number 1124201 and there was no quality notification reported on this lot number from its production to dispatch. Two photographs and no sample received and available for investigation. Also, the retention samples of material number 391591 and the lot number 1124201 were used for investigation of the reported defect. Of the ten pieces of the retention samples that were used for investigation of the reported defect, none of the samples used indicated the reported defect. The exact root cause could not be confirmed due to unavailability of the sample. Bd was unable to confirm the reported defect as there is no original sample and the retention samples did not indicate the reported defect in any of the retention¿s samples used for simulation of the defect of leakage. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported that 2 venflon I 22ga 0.8 mm x 25mm catheters broke from their hub and leaked during use. The following information was provided by the initial reporter: "the customer is facing leakage issue in venflon-I . The leakage is happening at the joint of catheter and bushing. In one of the instance the catheter has broken at joint and came out from cannula while withdrawing the device from patient."